Event description:
Boston scientific crm received information that at one year ago, this implantable pacemaker displayed that the estimated longevity was 4 years. However, at the last patient follow up the device displayed that the remaining longevity was one year and the magnet rate was 90 ppm. There was a concern that the battery is depleting earlier than expected. Although testing was performed at this last follow up, there were no fundamental changes made that would account for the early depletion. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical advice.

Manufacturer narrative:
At this time, no data disk has been sent in for analysis and our records indicate that this device remains implanted. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
---

Event description:
At a patient follow up in january, the battery status showed 1.5 years of longevity remaining. However, the when the patient was seen again a month later, the device had declared the elective replacement indicator (eri). The automatic capture feature had been turned on and the threshold was set to 3.5 volts. No adverse patient effects were reported. A download of the memory was performed and sent to boston scientific for evaluation.

Event description:
The device was explanted and returned for analysis.

Manufacturer narrative:
A ts representative discussed that fluctuating longevities during a follow-up could occur as the new values gathered during testing could impact the displayed remaining longevity. However, a decrease of 2 years in remaining longevity may indicate a possible malfunction and that a memory download can help determine if the battery is depleting prematurely. Attempts are being made to get the patient back into the clinic so a memory download can be performed and sent in for evaluation. At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
The data was analyzed by a boston scientific engineer. It was discussed that the reason for the changes in estimated longevity and earlier than expected eri were most likely due to the device switching current bins due to changes in thresholds and pacing outputs. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the automatic capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. This device is scheduled to be replaced. Once the device is explanted and returned for laboratory analysis, this report will be updated.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.